Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the product code and lot number of suture involved? Please explain reason the product is possibly related to the product? Please explain reason that event is possibly related to the surgical procedure?

Event description:
It was reported that a patient underwent a craniotomy procedure on (B)(6) 2018 and suture was used. On (B)(6) 2018 it was reported that the patient experienced epilepsy. The severity was moderate. The patient was treated with medication therapy. The event resolved with treatment. The event was probably not related to the product, however was possibly related to the surgical procedure. Additional information was requested.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: (B)(4) 2018. Additional information was requested and the following was obtained: what is the product code and lot number of suture involved? Please explain reason the product is possibly related to the product? Please explain reason that event is possibly related to the surgical procedure? 1. Product code: (B)(4); 2. Lot number: 20170102c; 3. Reason the product is possibly related to the product: after confirmed with investigator, the subject was randomized into sutures group, so the investigator will change the judgement to not related to the product. The edc data will modify later. 4. Reason that event is possibly related to the surgical procedure: because the subject has the medical history of epilepsy, after the surgical, the subject still has the epilepsy, investigator can¿t exclude the relation between epilepsy and surgical procedure, so still judged possibly related to the surgical procedure. Please kindly provide the product code for the suture product. Suture product is 1 ethicon vicryl-plus, 4-0. Diarrhea-onset date: (B)(4) 2018 ongoing: no. End date: (B)(4) 2018. Severity: mild. Medication therapy: yes. Relationship to the investigational product: not related. Relationship to surgical procedure: not related epilepsy-onset date: (B)(4) 2018 ongoing: no. End date: (B)(4) 2018. Severity: moderate. Medication therapy: yes. Surgical procedure: no. Outcome: resolved with treatment. Relationship to the investigational product possibly not - not related. Relationship to surgical procedure: not related. Updated: end date from (B)(4) 2018 to (B)(4) 2018.